Event description:
The customer contact reported a crack in the semi-rigid adapter of the clave secondary port; subsequently, a leak was noted. The primary tubing set was being used to deliver an unspecified concentration of saline, at an unspecified rate, via a plum pump. After an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of an unspecified chemotherapeutic agent. It was reported that during back priming of solution from the primary tubing set into the secondary tubing set, an unspecified volume of solution leaked from a crack in the semi-rigid adapter of the clave secondary port on the cassette of the primary tubing set. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device was received. Investigation is not completed. The list number and the lot number of the device that was in use are unknown. The customer contact identified one possible list number. The possible list number is 12030. The customer contact identified a possible lot number (plots). The possible lot number is 291755h. This report represents all the information known by the reporter upon query by hospira personnel.